Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recv0812 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported as stiffening wire was being removed during PICC insertion, the wire appeared to kink and tore through the side of the external PICC. The PICC was still able to be placed as this was surplus PICC that was cut off the end prior to putting the terminal valve (permanent end) on the PICC. It was stated that this was not detrimental to the patient.